Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdi scharge. Analysis of the stimulation lead (serial number (B)(4)) found that stimulation lead conductor body was broken at the anchor site. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the device and lead were removed due to the hospital report that the "implant failed."&#62282;

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n284514, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: accessory. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 97792, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that her system had stopped working correctly on (B)(6) 2015. There was no recent fall and the patient had been reprogrammed in (B)(6) 2016 to better capture her pain. It was noted that after the patient had been programmed they left feeling a little better, and then later decided the system was not working to their satisfaction. The patient had the system explanted and the issue was resolve at the time of the report. There was no patient death or injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.